Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, 3-4 passes were made with the basket to remove stones and fragments from the common bile duct. However, after using an extraction balloon to dredge the duct, when the physician went to use the basket again, the plastic guide for the wire was found to be torn. The nurse remarked that this may have occurred when the basket was removed without unlocking the wire from the locking device. The physician initially decided to proceed with this device, however, after advancing, but prior to re-cannulating, the device was withdrawn, and the procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, 3-4 passes were made with the basket to remove stones and fragments from the common bile duct. However, after using an extraction balloon to dredge the duct, when the physician went to use the basket again, the plastic guide for the wire was found to be torn. The nurse remarked that this may have occurred when the basket was removed without unlocking the wire from the locking device. The physician initially decided to proceed with this device, however, after advancing, but prior to re-cannulating, the device was withdrawn, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported that the patient was over the age of 18 years.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position and the entire length of the sidecar rx torn. Additionally, the guidewire lumen (sidecar rx) presented with pushback (likely due to operational context). Functionally, the basket was able to be extended and retracted without issue. When extended, the basket wires were found to be evenly spaced and undeformed. The condition of the returned unit was consistent with the complaint incident that the sidecar rx was torn. The rx locking device directions for use (dfu) provides guidance for securing the guidewire during ercp and unlocking the guidewire during device exchange. Reportedly, the nurse failed to unlock the guidewire during device exchange which likely led to the torn sidecar. Therefore, the most probable root cause is user error.